Manufacturer narrative:
Concomitant product(s): model: 5086mri52, lead; implanted: (B)(6)2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) due to multiple ventricular oversensing/noise episodes during a surgery. Rn confirmed the facility did not use a magnet during the surgery and the patient received multiple inappropriate therapies due to the oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.